Manufacturer narrative:
No patient data is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the touchscreen was frozen. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the touchscreen was frozen. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. The patient information could not be provided. Information received on 2026-02-18, that the touch screen is also flickering. A getinge technician was sent for investigation. The technician confirmed that the touch screen was the old version the technician could not confirm the touch screen not responding failure. However, during the repair it was observed that the touch screen was flickering. The user interface hardware update set was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the fact that several failures of the affected touch panel are known, a new touch panel was implemented in september, 2019. For repair the ch user interface hardware update kit (material#70107.3922) will be used as recommended in service bulletin (issue 82 / 2019-09-25). Regarding the failure "touch screen not responding": as the failure could not be replicated during the repair of the device, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: defective display: - no touch function. Regarding the failure "touch screen flickering": the failure "touch panel is not illuminated" has been previously acknowledged and actions have been implemented to avoid the reoccurrence of the issue. The illumination system of the ¿old¿ display (material#70505.3578_rev.02) tended to decrease its luminance over the time. As a solution a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. The product in question was produced on 2017-07-28. The root cause for this issue was already determined as a quality issue and a new touch panel was implemented as part of the ch user interface hardware update kit (material#70107.3922) in september, 2019. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touch screen not responding" could not be confirmed. Based on the results the reported failure "touch screen flickering" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).